Event description:
A report was received that the patient remained in the hospital post op due to complication with bowel movement. The physician reported its procedure related and prescribed the patient oral antibiotics. The patient is now doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70, serial#: (B)(4), description:artisan surgical lead, 70cm.